Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date was reported in (B)(6) 2013 device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
In (B)(6) 2013, during a surgical procedure, the trigger of the battery hand piece stuck and the battery got warm. The surgery was a delayed less than a minute while a backup device was prepared.

Manufacturer narrative:
Complaint found to be a duplicate of (B)(4) and is being retracted.

Event description:
Upon further review of this complaint, it has been determined that it is a duplicate of (B)(4) for which medwatch # 8030965-2013-02394 was submitted. Therefore, this complaint is being retracted and (B)(4) will remain the official complaint of record. (B)(4).